Event description:
During set up, a hole was noted in the custom major pack. The field was not contaminated. The pack was replaced and the procedure occurred according to plan. Manufacturer response for custom surgical pack, dynj custom pack (per site reporter): the field rep picked up the custom pack for investigation. Any findings or further correspondence will be shared with medsun.